Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device was found in standby mode on a patient. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer requesting onsite repair. The rse dispatched a field service engineer for onsite repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. Upon arrival, the fse pulled the event log and found zero errors within the device. The fse checked the touch screen diagnostics and noticed there was a heavy delay. The device required an lcd or touchscreen replacement. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards.